Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 479 mg/dl. The customer stated at lunch I checked my blood glucose level at 1:18 p and the blood glucose level was 479. The customer stated they programmed a bolus via the bolus wizard and they entered 30 carbs and the wizard gave a correction of 16.2. The customer stated that at 1:35 pm they tested again and the blood glucose was 69 but the sensor was reading 102. The customer stated they drank some apple juice to correct the blood glucose level. The product is not expected to return.